Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with the 14v battery was confirmed via analysis of the returned battery. During testing, the returned 14v battery was inserted into a known working test universal battery charger (ubc) and was not accepted for charge. Upon inserting the battery, a red light illuminated and the error code b0001 displayed on the ubc. Additionally, the voltage of the returned battery was measured to be 0 v, and no leds illuminated upon pressing the battery¿s fuel gauge button. The battery was then milled open to further inspect the internal components. Circuit analysis of the battery¿s main printed circuit board (pcb) revealed that the battery was fully charged; however, due to an open fuse the battery was not outputting the proper voltage. The reported event was determined to be due to an open fuse on the main pcb; however, root cause of the damage to the pcb could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on (B)(6) 2023. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's battery would not charge. The battery was exchanged.